Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 545mg/dl with surgery and a cortisone shot, associated with an over total daily dose issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that the patient exceeded their total daily dose. Cts determined that the surgery and cortisone shot contributed to the bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump.